Manufacturer narrative:
Bed brought to bed shop. No pt info. No injuries reported. Cause: defective power cord. Resolution: technician replaced power cord to resolve issue.

Event description:
Issue: ground loss flashing.